Manufacturer narrative:
Device received with vertical or horizontal white lines, missing segments or partial display due to cracked lcd glass. Unable to perform any testing due to missing segments or partial display. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 421 mg/dl and treated with insulin pump. The customer assisted with troubleshooting. Customer states they went to check blood glucose and noticed the screen was all fuzzy and cannot be read. Customer stated that the insulin pump was neither dropped nor bumped. Customer declined high blood glucose troubleshooting. The device will be returned for analysis.